Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the front panel connector on the main board is damaged and the buttons on the panel do not work malfunction is due to deterioration of the wiring connector parts on the main board due to long term as 9 years have passed since the device was manufactured. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found the front panel switches were found to have no functionality due to a defective main circuit board. The asset was last serviced on december 15, 2020; no problems were found, inspection only. The device was repaired to asset specifications and returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset evis exera iii xenon light source's front panel switches were found to have no functionality. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported.